Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2019 with the following findings: review of the alarm history showed records of frequent battery alarms. On investigation, the electrical current draws were evaluated and found to be within specifications. The pump was exercised for 12 hours without duplication of a battery life issue. Investigation did not duplicate the complaint. Frequent replace battery alarms observed in alarm history. The pump electrical current draws were tested and were within specifications.